Event description:
It was reported that the myocardial lead was suspect of a possible fracture with high impedance. The lead was found to have no capture at max pacing output. The lead was capped and a new transvenous lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).